Event description:
It was reported that this pacemaker was part of the allergic reaction issue. Reportedly, the patient had a rash on the torso and the upper thighs. The boston scientific technical services (ts) referred to the physician for the lead materials and may require having the allergist to do the testing. No adverse patient effects were reported. The pacemaker remains implanted.